Event description:
It was reported that exit block was noted at maximum amplitude. A chest x-ray revealed that the lead dislodged. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.